Manufacturer narrative:
Six months after the procedure, 90% stenosis was confirmed in the mid lad and repeat percutaneous transluminal coronary angioplasty was conducted in this vessel and also in the proximal lad. Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of three products that were reported under the following manufacturing numbers 9616099-2007-01990, 9616099-2007-01991 and 9616099-2007-01992.

Event description:
As reported by the study, 6 months after percutaneous coronary intervention, restenosis was found. Pci was performed on a chronic total occlusion lesion in the mid left anterior descending artery (lad). The lesion was described as tapered, no flow with no collaterals and not calcified. The lesion was pre-dilated with a 2.5 x 10mm balloon at 10 atmospheres (atm) before three stents were deployed. First a 2.75x33mm bx sonic stent was deployed at 14 atm, followed by a 2.75x33mm bx sonic at 12 atm and finally, an unknown stent. It is not known if the stents were overlapping. Medications at baseline included aspirin and clopidogrel. Intra-procedure medications included unfractioned heparin.